Event description:
It was reported that (1) device was used during an known procedure. It was reported by the affiliate that the atb35 instrument did not fire. Another insturment was used to complete the case. There was no consequence to the pt.